Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant; on (B)(6) 2017 the patient reported blood in their sputum. On (B)(6) 2017 the patient again reported blood in their sputum. The patient underwent followup bronchoscopy which revealed ¿white moss¿ on the bronchial wall where the last bt treatment was performed. Mycotic infection was suspected. On (B)(6) 2017 a tissue culture was performed and found no evidence of infection. On (B)(6) 2017 the patient experienced hemoptysis (100ml-200ml) and was admitted into the hospital. Computerized tomography (CT) scan was performed on the lungs, and the physician noted that contrast media was leaking at the right bronchial tube. The bleeding was confirmed in this area and the patient was administered carbazochrome sodium sulfonate hydrate (adona), tranexamic acid(transamin) (total 40mg per day), and methyl prednisolone(drip) (40mg per day). On (B)(6) 2017 an additional CT scan was performed and found no abnormalities. The patient¿s condition was stable and the patient was discharged from the hospital (exact discharge date not reported). Additional information received on 14may2018. On (B)(6) 2017 the patient's hemoptysis had recovered following the extended hospitalization. On the same day, the patient's bloody sputum had recovered without any further treatment.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty treatment performed in the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant; on (B)(6) 2017 the patient reported blood in their sputum. On (B)(6) 2017 the patient again reported blood in their sputum. The patient underwent followup bronchoscopy which revealed ¿white moss¿ on the bronchial wall where the last bt treatment was performed. Mycotic infection was suspected. On (B)(6) 2017 a tissue culture was performed and found no evidence of infection. On (B)(6) 2017 the patient experienced hemoptysis (100 ml - 200 ml) and was admitted into the hospital. Computerized tomography (CT) scan was performed on the lungs, and the physician noted that contrast media was leaking at the right bronchial tube. The bleeding was confirmed in this area and the patient was administered carbazochrome sodium sulfonate hydrate (adona), tranexamic acid(transamin) (total 40 mg per day), and methyl prednisolone(drip) (40 mg per day). On (B)(6) 2017 an additional CT scan was performed and found no abnormalities. The patient¿s condition was stable and the patient was discharged from the hospital (exact discharge date not reported).